Manufacturer narrative:
Patient identifier unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site, subsequently on (B)(6) 2015 the abutment was replaced. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the patient's infection was treated with antibiotics (type and date not reported) and the abutment was replaced under general anesthesia. This report is submitted on march 14, 2017.